Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer did not test blood glucose (bg) level, but felt bg levels were elevated. The customer confirmed a correction bolus would be delivered to address bg level.